Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2021 wherein both leads were explanted. New lead(s) were implanted on (B)(6) 2021. This addressed the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 1627487-2021-02253. It was reported the patient¿s leads have migrated. In turn, surgical intervention may be pending to address the issue.